Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had syncopal symptoms. The left ventricular (lv) lead was switched in the header. Oversensing was seen with the sensing configuration and there was also electrocardiogram with noise observed. The lv lead was capped and replaced. No further patient complications have been reported as a result of this event.